Event description:
During a case, the user was delivering approximately 6% desflurane and 1% sevoflurane to the patient at the same time. The user recognized the condition upon looking at the vaporizers on the machine. Agent analysis was in use; however, the user did not report the findings based on the monitor. The user turned off the vapor not required for use and completed the case. No patient injury. Date of occurrence was in 05.